Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urge incontinence. The patient reported that on (B)(6) 2019, the patient lifted something heavy and ever since she feels stimulation more faintly. The patient is concerned the lead may have shifted. Support link advised the patient to please contact her clinician for further assistance with that implanted device. No further complications were anticipated/reported.